Event description:
Tampon unravels inside upon pulling it out. This happened multiple times. It fell apart into at least 3 pieces. Multiple reviews online have stated the same thing. FDA safety report ID # (B)(4).